Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. And a constant tone. The customer¿s blood glucose was 340 mg/dl at the time of incident. Customer stated that the insulin pump had a constant tone and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Customer also reported that the insulin pump had an unexpected restart alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage found on the keypad assembly. Unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify audio or vibrate alarms, unexpected restart error, and unresponsive keypad due to blank display.